Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired with the cause of death noted to be a cerebral bleed. The patient experienced recurrent, worsening ventricular tachycardia that was not treatable. Support was withdrawn. It was reported that there were no device issues and the pump was functioning as expected. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Approximate age of device: 2 years, 10 months. According to the information provided, the lvad pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.